Event description:
The customer reported an issue with the insulin gauge displaying a different amount than expected. The deviation between displayed and expected values was greater than 15 units, but the issue did not result in blood glucose levels being outside the normal range. Technical support investigated the logs and discovered the customer was pressing the button multiple times, causing the loading process to restart. The customer resolved the issue by reloading the same cartridge.